Event description:
It was reported, the dr. Was operating on pt on (B)(6) 2012. He inserted 2 smart toe implants and both of the implants bent upon insertion. The implants were removed and the surgeon proceeded to insert only 1 (new) smart toe implant instead.

Manufacturer narrative:
Devices not being returned because of hospital policy. If the device or additional info becomes available, it will be submitted on a supplemental report. Second devices lot# f00265pbax.